Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was separated after stretching under the strain relief and just distal to the strain relief. The inner braided tubing was intact. The microdelivery catheter distal shaft and distal tip marker were compressed. The stent was in the microdelivery catheter in its intended location. The stabilizer was kinked on its proximal and middle shaft and separated on its proximal shaft. No other anomalies were noted. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system due to an excessive tortuousity of the patient anatomy. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event. (B)(4) - the device catheter shaft separation.

Event description:
Analysis of the returned device found that the microdelivery catheter proximal shaft was stretched and separated. There was no reported clinical consequence to the patient.